Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was presented for mechanical circulatory support. The complainant reported a delivery issue involving an introducer and impella pump. Upon initial insertion, the long 14 fr introducer kept getting caught on an existing stent. A short sheath was subsequently placed, however upon attempted pump implant, the device became stuck on a strut and would not advance. As a result of the noted issue, the implant was aborted. There was no reported patient harm, no additional information is available.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The patient had several health conditions. There was a calcium shelf with a tight stenosis in the aorta not supported to pass the sheathes. Root cause was patient condition because of the patient anatomy issue. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.